Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, on (B)(6) 2007. The lens was explanted due to the development of a cataract. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The surgeon also noted that the patient's visual acuity was 20/60 on (B)(6) 2016. (B)(4).

Manufacturer narrative:
The reporter indicated the lens was implanted in the patient's right eye (od) and explanted on (B)(6) 2016. The cataract was first observed on (B)(6) 2016 and was located in the nuclear part of the eye. An intraocular lens (iol) was implanted. (B)(4). Date of event - (B)(6) 2016. (B)(4).